Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k): k926214. The actual sample was received for evaluation. Visual inspection revealed that the distal end had been fractured. Torque device was located at approximately 500mm from the fracture end. The specified length of this product code is 1500mm. The actual sample was confirmed to measure approximately 1482 mm long, which indicated that distal portion was deficient by 18mm. Magnifying inspection of the fracture end found that the fracture end of the urethane outer layer had a tear-like shape. Electron microscopic inspection of the fracture end found some creases and cracks on the urethane outer layer surface. The outer diameter of the actual sample was measured on a part other than the fracture and confirmed to meet the factory's control criteria. No anomaly in the outer diameter was observed. The urethane outer layer was dissolved to expose core wire. Electron microscopic inspection of the core wire revealed that the end of the core wire was almost flat when seen from lateral side, and dimples were observed on the fracture surface. Mechanism of the guidewire fracture: guide wire may fracture when it has been subjected to: repetitive bending load at a 90-degree angle: the fracture end is almost flat and dimple pattern is observed on the fracture surface. This state is similar to that observed on the actual sample. One-way torque load to a test sample kept in a curved shape. The fracture end is flat and radial pattern is observed on the fracture surface. This state is different from that observed on the actual sample. Pulling load in one direction: the outside diameter of the wire has been diminished toward the fracture end. This state is different from that observed on the actual sample. Pulling load to the test sample kept in a loop shape. The fracture end has been curved and the cross section is rough. This state is different from that observed on the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to repetitive bending load while its distal tip was stuck in the calcified lesion, which resulted in the fracture of the core wire due to metal fatigue. When the actual sample was further manipulated, the urethane outer layer may have been torn. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the actual radifocus guidewire m was used during a shunt pta case. Heavily calcified lesion prevented smooth passage. Continuous torque manipulation caused the distal tip to break. The broken tip remains in the patient; it was impossible to retrieve. Follow up observation of the patient was required. The procedure outcome was not reported.